Event description:
It was reported that a physician attempted to perform a novasure endometrial ablation on (B)(6) 2015. During seating of the electrode array, the physician perforated the uterus. The perforation was visualized during a laparoscopy. The novasure procedure was aborted. No intervention was required and the pt was discharged.

Manufacturer narrative:
Serial number of radio frequency controller not provided by complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant; therefore, the manufacture date is not known. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).